Event description:
It was reported that pt underwent revision hip arthroplasty in 2002. Pt returned to physician in 2005 and radiographs indicated femoral stem prosthesis was fractured. Additional surgery to replace component was performed 2 months later.